Event description:
It was reported that when a patient who had previously been lost to follow-up presented in clinic, the device was found to be at end of service. The device had recently delivered inappropriate hv therapy for an svt and exhibited a capacitor charge timeout. A device replacement is planned.

Manufacturer narrative:
(B)(4).